Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead exhibited elevated threshold measurements and decreased impedance measurements. It was noted that the patient is not pacemaker dependent. A lead revision procedure was performed, due to concern over a perforation into the septum, however, nothing noteworthy was seen under fluoroscopic imaging. During the revision procedure, the rv lead was successfully repositioned and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.